Manufacturer narrative:
Complaint is confirmed. The returned device was investigated, and visually inspected, with noted signs of wear and tear. Visually inspected and functionally tested. He device was evaluated with tubing under normal use conditions. The pump was powered on, no error messages or audible alarms were triggered the device was not able to power off, due to the damage to the power button. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed to simulate an overpressure failure on the pump and to verify if error messages and/or alarms would be triggered. The test indicated the pump did not trigger an alarm and the rollers did not stop moving. This behavior is not expected. On the second test, a pressure fault error was triggered as expected. The cause of the power button being non-responsive and not turning off, can be attributed to wear and tear and tear damage incurred over repeated usage.

Event description:
On 06/27/2023, it was reported by a sales representative via sems that an ar-6480 dualwave pump stopped working. This occurred during a case, the power button to the unit is non-functional/non-responsive as well as the display intermittently working. They were able to complete the case and no patient harm was done. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.